Event description:
The device was sent back to the manufacturer for preventative maintenance. During the evaluation, the trilogy evo flow sensor was found to be defective. The device was not in patient use.